Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set bent cannula issue, which led to high blood glucose level (416 mg/dl) and was treated with manual injections event on (B)(6) 2026. The site of insertion was on lower back. The infusion set was in use for one day.